Event description:
During an attempt novasure endometrial ablation procedure, the physician could not deploy the array past 2.0 cm. After several attempts, the array deployed beyond 5 cm. The procedure was abandoned when a uterine perforation was confirmed on hysteroscopy. The pt was sent to the hospital and a laparoscopy was performed during which the physician placed a "sealant" over the perforation. The pt was sent home the same day. The pt has been seen on follow-up and is reported to have "recovered fine". A dilation and sounding with a metal sound (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore the exp date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. According to the instructions for use (IFU): warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).